Manufacturer narrative:
The reported events were ¿connector pin dislodged and pulled out the inside of the lead¿ and lead dislodgement. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. Double bend could not be measured due to stretched double bend which is consistent with procedural damage. The reported event of ¿connector pin dislodged and pulled out the inside of the lead¿ was confirmed. Visual inspection of the lead found the connector pin and crimp sleeve pulled out of the connector assembly which is consistent with procedural damage. The ptfe coating of the stylet was found bunched up/clogged inside the inner coil distal to the connector pin. The cause of the reported event of ¿connector pin dislodged and pulled out the inside of the lead¿ was isolated to procedural damage. Abbott is continuing to monitor this issue.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant of the left ventricular lead. During the procedure the physician attempted to remove the stylet from the lead which caused the connector pin to dislodge and pull out the inside of the lead. This resulted in lead dislodgement from the coronary sinus. The procedure was completed with a replacement lead. The patient was stable prior to, during and post procedure.